Event description:
During the procedure, it was reported that after use when the physician pulled the guidewire (subject device) out of the microcatheter it felt a bit sticky and actually the guidewire seemed to shred apart completely. However, the guidewire came out in its entirety. No clinical consequences reported to the patient.

Manufacturer narrative:
This is the 3 of 3 reports. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the guidewire was confirmed to be in good condition prior to use, the guidewire was prepared as per the dfu (direction for use), and continuous flush was maintained throughout the procedure. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the procedure, it was reported that after use when the physician pulled the guidewire (subject device) out of the microcatheter it felt a bit sticky and actually the guidewire seemed to shred apart completely. However, the guidewire came out in its entirety. No clinical consequences reported to the patient.